Manufacturer narrative:
Retainer ring = missing. On (B)(6) 2021, the customer passed. The insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test and force sensor test. Unable to complete the functional testing or perform the displacement test, occlusion test and delivery accuracy test due to missing retainer. The following were noted during visual inspection: missing retainer, missing reservoir tube o-ring, broken reservoir tube lip, minor scratched display window, scratched case, stained serial number label, pillowing keypad overlay and stained keypad overlay. The test p-cap and reservoir will not lock in place in the reservoir compartment due to missing retainer. History download was successful using thus and carelink upload was successful. Please see below for the date range listed in the formatted history file. The formatted history file lists data from (B)(6) 2021. Unable to complete the functional testing or perform the displacement test, occlusion test and delivery accuracy test due to missing retainer. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Customer was reported via phone call that the customer passed away in hospital on (B)(6) 2021. The customer was hospitalized on (B)(6) 2021 due to low blood glucose level. The cause of death was organs shut down, was on ventilator and had covid-19. The customer¿s blood glucose was 30 mg/dl at the time of death. The customer was not wearing the insulin pump at the time of death. The customer was not using sensors. The auto mode on the insulin pump was not active. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.